Manufacturer narrative:
On 10/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/24/2019, mentor received additional information about the event: the patient developed bilateral breast ptosis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/18/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a bilateral deflation and breast ptosis. The device was visually inspected and analysis results show it was found with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision procedure with a mentor smooth round high profile 420cc saline breast prosthesis (left device) and a mentor smooth round high profile 380cc saline breast prosthesis (right device) developed baker grade IV capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 380cc saline breast prostheses on (B)(6) 2019. It was confirmed during surgery that both explanted devices had deflated. This medwatch report is for the patient¿s left breast prosthesis.